Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
Same case as (B)(4). It was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to middle left anterior descending artery (lad) with 95% stenosis and was 60 mm long and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 32 mm and 3.50 mm x 32 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further evaluation and treatment. On the next day, the subject was diagnosed with target lesion vessel restenosis. At the time of the events the subject was on aspirin and clopidogrel. Percutaneous coronary intervention was performed to treat non-target vessel revascularization. Also, medication was given to treat the event. Seven days later, the subject was discharged from the hospital. It was further reported that in (B)(6) 2024, coronary angiography revealed that the proximal segment of the lad restenosed in the original stent by 25%-50%, the first diagonal (d1) was small and the opening was 90-95%. The second diagonal (d2) was unobstructed with no significant stenosis observed. The timi blood flow in the upper coronary artery was grade 3. It was further reported that in september 2024 the subject was diagnosed with coronary atherosclerotic cardiopathy in the left circumflex (lcx) artery, not the lad target vessel.

Manufacturer narrative:
Updated: h6: patient codes. B5: describe event or problem. E1 initial reporter phone: (B)(6).

Event description:
Same case as (B)(4). It was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to middle left anterior descending artery (lad) with 95% stenosis and was 60 mm long and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 32 mm and 3.50 mm x 32 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further evaluation and treatment. On the next day, the subject was diagnosed with target lesion vessel restenosis. At the time of the events the subject was on aspirin and clopidogrel. Percutaneous coronary intervention was performed to treat non-target vessel revascularization. Also, medication was given to treat the event. Seven days later, the subject was discharged from the hospital. It was further reported that in (B)(6) 2024, coronary angiography revealed that the proximal segment of the lad restenosed in the original stent by 25%-50%, the first diagonal (d1) was small and the opening was 90-95%. The second diagonal (d2) was unobstructed with no significant stenosis observed. The timi blood flow in the upper coronary artery was grade 3.

Event description:
Same case as (B)(4). Synergy china registry it was reported that coronary atherosclerotic cardiopathy occurred. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the left main coronary artery (lmca) extending up to middle left anterior descending artery (lad) with 95% stenosis and was 60 mm long and a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50 mm x 32 mm and 3.50 mm x 32 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject was diagnosed with coronary atherosclerotic cardiopathy and was hospitalized on the same day for further evaluation and treatment. On the next day, the subject was diagnosed with target lesion vessel restenosis. At the time of the events the subject was on aspirin and clopidogrel. Percutaneous coronary intervention was performed to treat non-target vessel revascularization. Also, medication was given to treat the event. Seven days later, the subject was discharged from the hospital.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).